Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was used in an endoscopic retrograde cholangiopancreatography (ecrp). The settings were endocut mode I at effect 2, duration 2, and interval 3. It was stated that after two or three pulses, the instrument seemed "to take off through the tissue and caused a zipper cut". It also was reported that the activation audio tone changed from oscillating to a constant tone at that time. The ampula was perforated and surgery was performed to repair the perforation.

Manufacturer narrative:
The esu was returned and thoroughly evaluated. The generator's chronological log was reviewed and the reported settings were verified. The activation data revealed six activations respectively of two seconds, one second, three seconds, 2 seconds, 1 second, and 1 second for a total of 10 seconds for the procedure. The short activations at the end of the procedure would explain the report of not getting the endocut mode's activation oscillating tone. The unit was found to be functioning as intended. Specifically, a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications on the esu (note: unrelated to the reported incident, some routine service/upgrade work was performed on the unit). In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved in the reported situation and no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue, add'l in-service work will be offered to the medical staff at the hosp. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.